Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd physical damage. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that screen have a crack.